Manufacturer narrative:
Additional device product codes: kwq; nkg. Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n 314.467 lot 7257134) was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. The device failure/defect of twisted distal cutting profile tip was identified during the investigation. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the relevant drawing, reflecting the manufactured and current revision, were reviewed. Conclusion: the complaint condition is confirmed for the stardrive screwdriver shaft t8 105mm (p/n 314.467 lot 7257134) as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number:314.467; synthes lot number: 7257134; supplier lot number: n/a; release to warehouse date: 10jun2013; expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during field inspection on (B)(6) 2020, the star drive screw driver shaft was observed to have a twisted tip. There was no patient involvement. This report is for one (1) star drive screwdriver shaft t8 105mm this is report 1 of 1 for complaint (B)(4).